Manufacturer narrative:
Additional information was received that the erroneous results were not reported outside the laboratory as the customer tested all samples for creatinine twice.no adverse event was reported.

Manufacturer narrative:
A specific root cause could not be determined. The customer decided to replace the instrument. Therefore, no further investigation could be performed and no root cause identification was possible. Based on all of the investigation results, no instrument problem could be verified. All results were within the acceptable range and the instrument met specifications. The sample probe of the involved analyzer was investigated. Testing of the pipetting volumes of the probes was acceptable. Significant residue of a non-identified material was found in the probe. Carryover testing for creatinine showed small variations, but not significant enough to verify a problem.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable crep2 creatinine plus ver.2 for an unknown number of patient samples over several months from cobas integra 400 plus serial number (B)(4). Of the data provided, only the results for two samples were discrepant. Patient 1 initial result was 284.5 mol/l and the repeat results were 267 mol/l, 158 mol/l, and 153.2 mol/l. On 11/15/2016, patient 2 initial result was 141.1 mol/l and the repeat results were 99.2 mol/l and 92.4 mol/l. Information regarding if the erroneous results for these two samples were reported outside the laboratory or if the patients were adversely affected was requested but was not provided. During the investigation. A general reagent or hardware issue had been ruled out since calibration and qc were acceptable. Carryover from another reagent, possibly cholesterol, was suspected.

Manufacturer narrative:
Five patient samples were submitted for investigation and no issue was found. For these samples, a preanalytical issue or carryover from the cholesterol assay could most likely be excluded. The sample probe from the analyzer was sent for investigation. Review of the provided analyzer alarm trace found many alarms indicating an instrument or probe problem or a possible preanalytic issue. The washing station was replaced, the water supply was cleaned, the reservoir was cleaned, and their filter water was changed. The pcb for the cuvette control, the pcb for the analyzer module, and the abs photometer were replaced. The analyzer fans were verified.